Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl), 106 mg/dl, 129 mg/dl, 108 mg/dl, and 188 mg/dl.